Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: one eaw 128-fb88 alarm observed in black box on 7/9/2015. The pump powers with returned battery cap. Battery cap is able to fully tighten. The battery compartment is intact. Current draws are within specifications. A "eaw 128-fxxx or battery life" issue was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump.